Manufacturer narrative:
No further investigation was possible as no product was returned for investigation. There was no information provided that would indicate a cause for the issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The customer stated he has vision difficulties and was trying to teach his girlfriend how to use the meter. The first result was 2.4 inr and the customer's girlfriend called the result to the customer's idtf. The customer retested and received an error code. Upon retest, the result was >8.0 inr. The customer did not recall if a new finger was used for this testing. While on the phone with customer support, the customer was walked through testing with a new finger and the result was >8.0 inr. The customer stated he did not believe the result of >8.0 inr. The customer was advised to seek a blood draw to be sure of the inr result, but the customer stated he does not wish to report it to his physician as it would "open a can of worms." The customer had no signs of bruising or bleeding. Upon follow up with the customer on (B)(6) 2017, neither the customer nor his girlfriend could recall seeing the result of 2.4 inr on the meter and have no idea where the result came from. The customer stated his girlfriend called the result of 2.4 inr to the idtf because that is "what she saw on the meter." Review of the meter memory did not show a result of 2.4 inr on that day. The customer was not adversely affected. The customer's range was 2-3 inr. The customer was not anemic, no heparin, no direct thrombin inhibitors, and had no antiphospholipid antibodies. The customer had no diet change and no extra alcohol, but stated he has "been sick." He did not provide further information. The customer stated he had been on an antibiotic that he had from an old prescription and the doctor did not know he was taking the antibiotic. The customer was advised the antibiotic could raise the inr. The meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 206632) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.